Manufacturer narrative:
(B)(4). Batch #t5f02f. Investigation summary the analysis results found that one pcee45a device was returned with the anvil bent upwards and with a gst45g reload loaded on the device. The reload was received fully fired with the cartridge deck damaged. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during a bowel procedure, when the surgeon attempted to fire the device, it did not fire completely and would not release. When the resident was not able to fire, he had to hit reverse button and it released fine. Case was completed successfully. No patient consequences were reported.